Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) suddenly stopped performing as expected, resulting in recurring incontinence. Imaging was performed and it was determined that the balloon was empty. The patient underwent surgery and a pin hole in the balloon was identified. All components were removed and replaced. There were no patient complications.